Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, the associated leads were stuck in the device header. The lead was successfully freed from the device. Visual inspection of the lead noted some separation between the internal sealing rings and the anode ring which was sealed with medical adhesive.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.